Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the information associated with this event has been performed by a failure analysis engineer. The following additional information was provided: logs show pn 480545-06, ln k11251030-0262 was used first. It was installed on the system 12x and fired 11 reloads (1 white, followed by 10 black). On install 3, a black reload was detected, however no clamping or firing was performed. On all other installs, the first clamp was successful, and the firings were each completed with no pauses for compression. After the 12th install, the instrument was removed and not used again in the procedure. Next, logs showed pn 480545-06, ln k12251016-0381, was used second. It was installed on the system 3x and fired 3 reloads (1 white, followed by 2 black). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. .

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform 45 curved tip stapler did not fully staple when fired. The staples were straight and not in the "b" form that they are in as usual. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.